Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and severely calcified first right posterolateral segment (1st rpl). Intravascular ultrasound (ivus) was performed and after predilatation, a 3.00 x 38 synergy¿ drug-eluting stent was selected and the stent protector was slid slowly to the distal side with grip to the proximal side of the catheter. During introduction of the device, it was noted that the proximal part of the stent struts was lifted up. The procedure was completed with a different device. No patient complications were reported.